Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the ruptured aneurysm and the type 3a endoleak with component separation. Additionally there was evidence to reasonably support the following observations; at 25 months post implant the patient had a seroma in the right groin, hypoxia, mild renal insufficiency, and aneurysm sac growth. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use and patient anatomy. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two infrarenal aortic extensions on (B)(6) 2012. During the initial procedure the placement of the proximal extension was suboptimal and the placement led to stenosis of the right renal artery. The physician elected to complete angioplasty and place one non-endologix stent in right renal artery lower pole and a non-endologix stent in the left renal artery lower pole. Patient underwent an additional repair on (B)(6) 2013 for a type 3b endoleak and on (B)(6) 2013 to repair a persistent type 1b and type 2 endoleak. On (B)(6) 2014, the patient had a ruptured aortic aneurysm including a type 3a endoleak. The physician implanted two suprarenal aortic extension and an infrarenal aortic extension to repair the patient. The patient was stable following the procedure.